Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During a cybersecurity upgrade, the device entered backup vvi. A device restoration was successfully performed and the patient was discharged.